Event description:
Pt had bronchoscopy done and trach tube was inserted after. Pt's parent was instructed to change trach tube in 1 week. When parent pulled trach tube out and inserted new tube parent noticed trach tube was not normal and then put back in package and called dr's office, birona and equipped for life.